Event description:
Reportedly, the subject programmer can suddenly shut down and become stuck in a boot loop.

Event description:
Reportedly, the subject programmer can suddenly shut down and become stuck in a boot loop.